Event description:
Patient had a newly placed infusaport for administration of chemotherapy. Port placement had been checked via x-ray, and there was positive blood returned just prior to administration of chemo. After approx 10 ml of fluid administered, patient complained of pain at insertion site. Infusion was stopped; patient had tenderness and some bruising at port site. Patient was taken to interventional radiology for central venous catheter injection study. Catheter appeared disconnected, and chemo had infiltrated into subcutaneous tissue. Hyaluronidase was injected into multiple sites around port insertion site to treat extravasation. Patient was kept overnight, and did not experience permanent harm from extravasation.